Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro and a coagulum was found. A small coagulum on catheter tip at the end of the procedure. No other abnormalities detected. Catheter force and base impedance in usual area. No harm or consequences to the patient. No delay. The patient was completed successfully. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a small clot on the tip of the catheter was observed as well as a gauze with some residuals. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro and a coagulum was found. A small coagulum on catheter tip at the end of the procedure. No other abnormalities detected. Catheter force and base impedance in usual area. No harm or consequences to the patient. No delay. The patient was completed successfully. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature and flow on the catheter. The patient anticoagulated; always above 300 activated clotting time (act). Heparinized normal saline was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 25-oct-2024, additional information was received indicating the patient has not exhibited any neurological symptoms since the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).